Event description:
As reported via legal documentation the patient had a right knee replacement on (B)(6) 2015. Approximately 7 years and 5 months after the initial procedure the patient had a right knee revision on (B)(6) 2023. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available. Revision op report on 16 feb 2023, diagnosis: failed right total knee secondary to wear of the bearing surface during surgery, they found an expanded synovial membrane to a moderate degree. The femoral and tibial component were well fixed. There was no evidence of loosening. The patellar component was well fixed and not significantly worn. The polyethylene insert when it was removed showed significant evidence of backside wear as well as loss of surface material with scratching and an abrasion rendering the polyethylene component no longer smoothed and clearly showing accelerated wear. It was not severely delaminated as has been considered seen in other cases. The patient was awakened and taken to the recovery room in stable condition.

Manufacturer narrative:
Pending investigation

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and loss of range of motion or due to inclusion of the polyethylene in the packaging recall. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and product information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.